Event description:
(Cc# 97-00742) the iab was inserted into the pt on 4/9/97 at 9:00 a.m. When the iab was removed on 4/10/97 after iabp for 26.5 hours, the doctor had difficulty and the balloon twisted on self during removal. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 6/30/97.) (Pt's current status: discharged-rpt'd 6/30/97.)